Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 51 mg/dl at the time of the incident and the current blood glucose of the customer was 120 mg/dl. Customer stated that the other blood glucose value was 128 mg/dl, 171 mg/dl. The insulin pump will not be returned for analysis.